Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report being submitted, additional information was received: the event was determined to be a transient ischemic attack per post-procedure nihss record. The episode lasted 20 minutes and the patient recovered fully. Thrombolytic treatment was given. No additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological event is a known potential adverse event as listed in the instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post-procedure of a left internal carotid artery stenting, the patient became unresponsive to verbal commands, exhibited facial droop, and left side movement but not right side. Approximately 20 minutes later the patient began to respond verbally and regained movement. Additionally, the viatrac was used for post dilatation of the stent and it was noted that the blood pressure was elevated during inflation, however, returned to normal/baseline after post dilatation. No medication was given for the elevated pressure. Reportedly, a computed tomography (CT) scan revealed only residual dye at the periphery of the brain. The patient was discharged to home one day post procedure. Though requested, no additional information has been provided.